Event description:
A male with a short angulated proximal neck and slight iliac artery, underwent aaa repair in 2008. Pre-operative planning included use of a converter graft and a femoral-femoral bypass was conducted. The procedure went as labeled but confirmatory angiography revealed that the right internal iliac artery was occluded. The blood flow from the sma to the ima was confirmed and the procedure was completed. The pt's anatomy was determined to be off label use.

Manufacturer narrative:
Eval: cook's instructions for use does indicate that key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. No prod was returned to assist in this investigation. A internal clinical review indicated that this event was caused by complete or partial graft occlusion due to pt anatomy off label use.